Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-34053. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer visualization of particles related to a bipap device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. In box h: recall (z) number has been corrected.